Event description:
During the initial implant procedure, a pericardial effusion was noted via echocardiogram when attempting to place the right ventricular (rv) lead. A cardiac perforation due to the rv lead was suspected. The patient then entered asystole which required cardiopulmonary resuscitation (CPR) to bring the patient back to sinus rhythm. During the CPR, a loss of capture was noted on the rv lead, however, this was attributed to the lead not being properly placed yet. Once the patient was stabilized, the rv lead was successfully placed, and the implant procedure was completed without further complication. The patient was in stable condition.

Event description:
During the implant procedure, the patient entered asystole and required cardiopulmonary resuscitation (CPR). The right ventricular (rv) lead was believed to have caused a cardiac perforation which resulted in a pericardial effusion. The patient was stabilized following the CPR. Further information was requested but is not yet available.

Manufacturer narrative:
The device history record was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.